Event description:
Caller reported an error with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, guiding the caller through the process, and after the reset, the error did not reappear. The caller was able to successfully start a new sensor session.